Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices did not pass the preventive maintenance test due to a rate calibration failure. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module failed preventive maintenance was not confirmed or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Preventive maintenance and rate calibration tests found the pump module working as expected. The inspection of the suspect pump module found the instrument to have the manufacturer seal tampered, indicating that the device has been opened after leaving bd production or san diego repair center. The top right screw on the bezel assembly was observed backed out. During the inspection, incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. On 16may2025 at 8:01 am the suspect pump module was selected, and an infusion was programed and started at a rate of 999 ml/hr and a volume to be infused (vtbi) of 9999 ml. At 8:06 am the infusion was reprogramed to a rate of 125 ml/hr and a vtbi of 9914.35 ml. At 8:21 am the unit was channeled off. The alaris system user manual v12.1.2 states within warnings and cautions to prevent a potential free flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the mechanism assembly as a preventive measure since a screw was observed backed out. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to the designated complaint handling unit (dchu), repair center or the customer. Please ensure proper assembly and retorque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. Root cause: the root cause for the reported failed preventive maintenance test was not definitively determined or replicated during laboratory testing. The returned device was fully evaluated; laboratory testing performance demonstrated the device passing preventive maintenance test as intended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices did not pass the preventive maintenance test due to a rate calibration failure. There was no patient involvement.

Manufacturer narrative:
Omit: g04090 - motor(s). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices did not pass the preventive maintenance test due to a rate calibration failure. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module failed preventive maintenance was not confirmed or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Preventive maintenance and rate calibration tests found the pump module working as expected. The inspection of the suspect pump module found the instrument to have the manufacturer seal tampered, indicating that the device has been opened after leaving bd production or san diego repair center. The top right screw on the bezel assembly was observed backed out. During the inspection, incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. On 16may2025 at 8:01 am the suspect pump module was selected, and an infusion was programed and started at a rate of 999 ml/hr and a volume to be infused (vtbi) of 9999 ml. At 8:06 am the infusion was reprogramed to a rate of 125 ml/hr and a vtbi of 9914.35 ml. At 8:21 am the unit was channeled off. The alaris system user manual v12.1.2 states within warnings and cautions to prevent a potential free flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the mechanism assembly as a preventive measure since a screw was observed backed out. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to the designated complaint handling unit (dchu), repair center or the customer. Please ensure proper assembly and retorque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. Root cause: the root cause for the reported failed preventive maintenance test was not definitively determined or replicated during laboratory testing. The returned device was fully evaluated; laboratory testing performance demonstrated the device passing preventive maintenance test as intended. Note that this report lists imdrf annex a0406, c16, d0302, g04100 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices did not pass the preventive maintenance test due to a rate calibration failure. There was no patient involvement.